Event description:
The customer reported the system would fluro, but run to max kvp and ma. This would produce a white image.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.